Event description:
It was reported that the customer had gotten multiple no delivery alarms during basal and bolus delivery. Customer's blood glucose level was 249 mg/dl. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did exit. Customer was able to remove the set at this time to examine the cannula. Customer stated that the cannula was not bent. It was explained that the site might have been occluded. Customer wants to try a longer cannula. Customer will be sent a 9mm cannula. Customer was advised to change the entire infusion set and return the set for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)